Event description:
The authorized service personnel (asp) called on a v60 service. The (asp) was performing the preventive maintenance (pm) service and noticed the lcd is very dim. The authorized service personnel (asp) reported that the unit was not in use on a patient. The issue was discovered during preventive maintenance (pm). The authorized service personnel (asp) contacted product support and requested the quote to go to the customer for approval. Product support recommended part ui assy, gray.

Manufacturer narrative:
The replaced user interface assembly was returned for internal failure investigation. Visual inspection of the user interface assembly revealed no evidence of damage or contamination. The burnt-out cold cathode fluorescent lamp (ccfl) backlight caused the dim display.

Manufacturer narrative:
The authorized service personnel replaced the user interface assembly to address the dark display. The replaced parts have not been received by the manufacturer for internal analysis; therefore, the root cause cannot be determined at this time. A supplemental report will be submitted if parts are received, and a root cause analysis at the component level will be performed.